Event description:
During an atrial fibrillation procedure, the volt catheter was inserted into the sheath and while aspirating, the valve drew air. The sheath was replaced which resolved the issue and the procedure was completed successfully with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. A separate tear was also noted at one side of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.